Manufacturer narrative:
This device was manufactured before the UDI requirements. Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to pace a patient (age & gender unknown), the device was unable to pace. Complainant indicated that the clinician obtained another multifunction cable to continue treating the patient. However, the problem persisted. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the customer's report was not replicated or confirmed. Testing confirmed the device functioned as expected, but further investigation was limited due to missing clinical data and event accessories. The device was tested extensively and passed successfully. The device was recertified and returned to the customer. No trend is associated with reports of this type.